Event description:
The incision was made with a 3.5 mm keratome blade. The lens would not fit into the incision and could not be implanted. The incision was enlarged and a new lens was implanted successfully.

Manufacturer narrative:
See MDR 1920664-2010-00067 for the delivery device used with this intraocular lens.